Event description:
It was reported that a catheter issue occurred. The 20% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter functioned properly on the first run. On the second run, while being withdrawn from the artery, the device appeared to interact with a newly placed non-boston scientific (non-bsc) stent. The catheter was removed intact by pulling, but the wire was pulled out with the catheter; the stent was not damaged. No parts were left inside the patient. However, the device was noted to be visibly mangled after removal. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and tip were kinked, and a piece of an unknown guidewire was stuck on the tip section. Microscopic inspection showed that the guidewire exit port was damaged, while the distal section of the tip remained in good condition.

Event description:
It was reported that a catheter issue occurred. The 20% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter functioned properly on the first run. On the second run, while being withdrawn from the artery, the device appeared to interact with a newly placed non-boston scientific (non-bsc) stent. The catheter was removed intact by pulling, but the wire was pulled out with the catheter; the stent was not damaged. No parts were left inside the patient. However, the device was noted to be visibly mangled after removal. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.